Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: were any noises heard such as "whistling" or "hissing"? Yes. If so, did the "noise" prevent insufflation? Please describe the noise. Hissing. Was there a drop in pressure? Yes if yes, did this affect the visibility of the surgeon? Yes. What was the gas consumption rate or volume (liter/minute)? Asku. Were you able to identify where the leak was coming from? Asku. Was a device inserted in the trocar during the leaking? Yes, if so, what device? Rf device. Was any torque being applied to the trocar or device? Asku.

Manufacturer narrative:
(B)(4). The analysis results of device (a) found that it was received with the obturator inserted through the universal seal assembly causing the deformation of the seal mechanism. Therefore, no testing could be performed to evaluate the incident reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.the analysis results found that the device (b) was returned in good visual condition. Upon evaluation of the device, the duckbill was found to be slightly open at slit. A leak test was performed and the device was noted to leak during insertion and removal of the test probe through the device. As each device is visually inspected and functionally tested during the manufacturing process, no conclusion could be reached as to what might have caused the reported event. However, an investigation has been initiated to address the potential root cause of the insufflations issues. The batch record was reviewed and no anomalies were noted during the manufacturing process.device b additional information:batch # h90k61expiration date: 02/2016manufacturing date: 03/2011(B)(4).

Event description:
It was reported that during a hand assisted sigmoid colectomy procedure, the devices caused insufflation issues. Another device was used to complete the procedure. There was no adverse consequence to the patient.